Event description:
It was reported to boston scientific corporation in 2009, that during the procedure, the device did not bow properly. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Other (device would not bow). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.